Event description:
A replacement was done by an (B)(6) surgeon with a provox2 on (B)(6). After the replacement, upon checking the new prosthesis, the (B)(6) surgeon could not find the blue ring (the valve seat) inside the new prosthesis. According to the attending nurse, the (B)(6) surgeon said the prosthesis was with a valve seat during insertion and he suspected that it had fallen out during insertion. The pt was then sent for x-ray to check the location of the detached valve seat and it was located in the pt's stomach. It is expected to be removed by normal bowel movement.

Manufacturer narrative:
We have previously received and reported complaints where the voice prosthesis has been inserted into the loading tube with the esophageal flange in a back folded position, which has lead to a significant increase in insertion force being applied to the blue valve heat. This has in some cases lead to that the blue valve seat has detached from the voice prostheses. Investigation of this complaint shows the same type malfunction. Corrective actions have been implemented and reported in connection with follow-up report regarding (B)(4) MFR report# 8032044-2007-00004 dated 06/28/2007. Market surveillance shows that the corrective actions have been effective. The above event is within the limits concluded in the follow-up report to #8032044-2007-00004. No further actions are deemed to be necessary. (B)(4).